Event description:
Procedure type: hernia repair.according to the reporter: the mesh was being pulled through the trocar and the gray piece hooked onto the mesh and came off into the patient&#39;s wound. The gray piece was recovered. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. A new device was used. The patient is currently doing fine.

Manufacturer narrative:
(B)(4)